Event description:
The customer reported to philips healthcare that the "expected response does not occur when the inspector pushes the button" on the heartstart xl+. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.